Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Good faith effort attempts were made to try and retrieve additional details regarding the reported event, but further information was unable to be obtained.

Event description:
It was reported that a deep brain stimulation (dbs) patient's implantable pulse generator (ipg) had reached the end of its service life. The patient underwent an explant procedure and is recovering well postoperatively.

Manufacturer narrative:
Correction in block h11. Block d2b: additional applicable product codes: nhl, pjs. Block b3: approximated based on the date the manufacturer became aware of the event. The returned implantable pulse generator (ipg) was evaluated following a report of the device reaching end of service (eos) without displaying the elective replacement indicator (eri). The device was confirmed to be in the eos state, at which point stimulation is no longer available. Data log review demonstrated that the ipg entered eri within the expected range after initial programming. Battery performance was consistent with anticipated values, and the device operated within specifications. The labeling documents the expected behavior of the ipg as it approaches end of life. Analysis of the data log shows that the ipg reached the elective removal indicator (eri) 2 years, 4 months, and 26.4 days after the initial active programming. The average energy use index (eui) recorded was 15.4, which corresponds to an estimated theoretical battery lifespan of 2 years and 2.5 days. Per labeling, batteries lasting 12 months or longer prior to eri provide a minimum of four weeks between eri and eos. Visual and functional inspection revealed no abnormalities; the ipg exhibited typical characteristics. The investigation determined the likely root cause to be an end-of-life condition.

Event description:
It was reported that a deep brain stimulation (dbs) patient's implantable pulse generator (ipg) had reached the end of its service life. The patient underwent an explant procedure and is recovering well postoperatively. Additional information was received that the device is being returned for analysis. Good faith effort attempts were made to try and retrieve additional details regarding the reported event, but further information was unable to be obtained.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Good faith effort attempts were made to try and retrieve additional details regarding the reported event, but further information was unable to be obtained.

Event description:
It was reported that a deep brain stimulation (dbs) patients implantable pulse generator (ipg) had reached the end of its service life. The patient underwent an explant procedure and is recovering well postoperatively. Additional information was received that the device is being returned for analysis. Good faith effort attempts were made to try and retrieve additional details regarding the reported event, but further information was unable to be obtained.

Event description:
It was reported that a deep brain stimulation (dbs) patient's implantable pulse generator (ipg) had reached the end of its service life. The patient underwent an explant procedure and is recovering well postoperatively. Additional information was received that the device is being returned for analysis. Good faith effort attempts were made to try and retrieve additional details regarding the reported event, but further information was unable to be obtained.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Good faith effort attempts were made to try and retrieve additional details regarding the reported event, but further information was unable to be obtained.

Manufacturer narrative:
Correction in block h11. Block d2b: additional applicable product codes: nhl, pjs. Block b3: approximated based on the date the manufacturer became aware of the event. The returned implantable pulse generator (ipg) was evaluated following a report of the device reaching end of service (eos) without displaying the elective replacement indicator (eri). The device was confirmed to be in the eos state, at which point stimulation is no longer available. Data log review demonstrated that the ipg entered eri within the expected range after initial programming. Battery performance was consistent with anticipated values, and the device operated within specifications. The labeling documents the expected behavior of the ipg as it approaches end of life. The device had been implanted for 2 years and 2.5 days, with an energy use index (eui) of 15.4, confirming battery longevity within the projected range. Per labeling, batteries lasting 12 months or longer prior to eri provide a minimum of four weeks between eri and eos. Visual and functional inspection revealed no abnormalities; the ipg exhibited typical characteristics. The investigation determined the likely root cause to be an end of life condition.

Event description:
It was reported that a deep brain stimulation (dbs) patient's implantable pulse generator (ipg) had reached the end of its service life. The patient underwent an explant procedure and is recovering well postoperatively. Additional information was received that the device is being returned for analysis. Good faith effort attempts were made to try and retrieve additional details regarding the reported event, but further information was unable to be obtained.